Event description:
It was reported that the device exhibited atrial undersensing due to ventricular activity blanking the atrial activity. Programming changes were not made. A chest x-ray was recommended and was not performed. The patient was stable after the event.